Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed excessive impedance during a 30 joule test. Complainant indicated that there was no patient involvement in the reported malfunction.